Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr = 5.2, 2nd inr = 2.0, 3rd inr = 3.0, 4th inr = 4.0, mean = 3.55, sd = 1.37, %cv = 38.59. Since % cv is more than 20%, the test failed the criteria for precision. Customer reported strip code ub4ml with corresponding lot 239278. Previous investigation on strip 239278 from another complaint met precision criteria. No further investigation required at this time. Two therapeutic donors were tested using retained strips and in-house meters. Customer not changing strip code could cause test result to be inaccurate. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. No product was expected to be returned. No strip lot info was available. Retain strip test result comparison met precision criteria. In-house strip test record has been reviewed. Customer's observation has not been reproduced in strip tests pertaining with strip code in complaint. For each pair of replicates for each sample on strip lot 239278, mean and standard deviations were calculated. In-house test results have 2.04% and 0%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further investigation is required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 5.2, 2.0, 3.0, and 4.0. Therapeutic range: 2-4. Customer tests once a week, and with this recent batch of strips his results have been highly variable. He called in to ask if forgetting to change the strip code would cause this. Pt wanted help changing the strip code and mentioned that he is stopping coumadin and going on pradaxa. He stated that his dr wants him to stop using the meter as he will be changing the medication. Pt not interested in doing correlation since his medication is being changed and he feels fine. Not interested in any technical literature. Just wanted to know how he should arrange to return the meter.